Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported interference could not be conclusively determined through this evaluation. The reported cosmetic damage to the driveline was confirmed through evaluation of photographs provided by the account. A direct correlation between the reported events and the heartmate ii left ventricular assist system could not be conclusively established through this evaluation. It was reported that the patient underwent an elective peripheral angiogram that showed severe left superficial femoral artery (lsfa)/popliteal stenosis. The patient underwent percutaneous transluminal angioplasty (pta), and shockwave intervascular lithotripsy therapies to improve the stenosis on (B)(6) 2021. During the procedure, an interventional wire was inserted into the femoral artery. During the procedure, the patient was found to have experienced low flow alarms, low speed advisories, and pump stops. The patient¿s system controller clock was off by 31 minutes; the monitor clock was off by one hour and 10 minutes, so the time that the event occurred is thought to be approx. One hour and 41 minutes of time on interrogation. The timestamp was at 8:18 so adding the time the clocks were off is approximately 9:59 am. It was also reported that the patient has twisting/tears in the driveline that are continually monitored. There were a total of 3 different areas that are compromised which were covered with silicone tape. The patient does not shower. The system controller log files contained overlapping data and revealed a pump stop on (B)(6) 2021 08:18:11 to 08:18:14. The pump stop triggered low speed and low flow hazards. A no external power alarm was triggered on (B)(6) 2021 21:02:48 and (B)(6) 2021 14:06:05 when both the white and black power cables were disconnected simultaneously. Besides the pump stop the pump operated above the low speed limit and appeared to function as intended. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6). The hmii lvas IFU contains information in the powering the system section that warns the heartmate power module, mpu, and battery charger radiate radio frequency energy. If not used according to instructions, the pm, mpu, and ubc may cause harmful interference with nearby devices. Steps to confirm interference are provided. The hmii lvas IFU and patient handbook also contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU in the powering the system section warns that the heartmate power module, mpu, and battery charger radiate radio frequency energy. If not used according to instructions, the pm, mpu, and ubc may cause harmful interference with nearby devices. Steps to confirm interference are provided. The safety testing and classification section of the IFU states that there is no guarantee that interference will not occur in a particular installation. If the hmii lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. This IFU also provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also available. This document contains information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient, underwent elective peripheral angiogram that showed severe lsfa/popliteal stenosis, now status post percutaneous transluminal angioplasty (pta) , shockwave avl, dcb to l sfa (superficial femoral artery)/pop. Patient was found to have low speed advisory followed by pump off, low flow/low speed during procedure. The patient has twisting/tears in driveline that are continually monitored. The log captured 2 pump stops and 1 low speed advisory at 8:18 am on (B)(6) 2021. These alarms occurred while the patient was connected to batteries. Since these occurred during the angiogram it is possible that the procedure was the cause; however, there is not enough information at this time to confirm. It was recommended to continue to monitor the patient for any further alarms. There was also a no external power event on (B)(6) 2021 that appears to have been the result of the patient simultaneously disconnecting power from both controller leads. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. It was later reported that the patients controller clock was off by 31 minutes; the monitor clock was off by one hour and 10 minutes, so the time that the event occurred is thought to be approximately one hour and 41 minutes of time stamp on interrogation. The time stamp was at 8:18 so adding the time the clocks were off is approximately 9:59 am. During the procedure, an interventional wire was inserted into the femoral artery at this time. Patient seen on (B)(6) 2021 with no further speed drops or pump stops noted. The coordinators have been told in the past that the slices are cosmetic and continue to monitor. There are a total of 3 different areas compromised. Areas covered with silicone tape; the patient does not shower. Following the pump stops there were no further unusual events seen within the log. Due to the fact that the patient was undergoing a procedure when the low speeds/pump stops occurred and there were no other instances of these alarms, we cannot say for certain that there is an issue with the driveline. The areas pictured appeared to just be cosmetic and can be covered with rescue tape. The patient had a pump stop during pv procedure. No further pump stops or speed drops. Team looking to send patient home. The patient had computed tomography angiography to rule out thrombus and awaiting ramp study on (B)(6) 2021. The submitted log file captured no external power on (B)(6) 2021 due to the patient simultaneously disconnecting power from both controller leads. The patient was seen in clinic on (B)(6) 2021 with speed drop below set speed limit. Last admission patient had pump stop during pv procedure with no explanation at that time. Patient was home when this speed drop occurred. The log file captured a brief pump stop on (B)(6) 2021. There is not enough log file evidence to confirm the cause of this pump stop. Possible causes could be something passing through the pump or a driveline issue. The log file captured a couple no external power events due to simultaneous power lead disconnects while the patient was switching power sources. There were no other unusual events recorded in the log file event history.